Manufacturer narrative:
H6: added component code 515.

Manufacturer narrative:
Addition h6: code 213. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxa260300/ 05109118 UDI (B)(4).

Event description:
On (B)(6) 2007, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that angiogram images, dated (B)(6) 2021, revealed a possible proximal type I endoleak. It is unknown if there was aneurysm sac enlargement. On (B)(6) 2021 there was a reintervention. The physician implanted a gore® excluder® aaa endoprosthesis aortic extender in the proximal seal zone from the original procedure. The endoleak was resolved. The patient tolerated the reintervention procedure.